Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results and conclusion codes). The reported event that could be confirmed with the help of the medical documents received. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation.¿ formal medical opinion was sought from an experienced independent medical expert as below. ¿I believe the surgeon has treated the patient well. The tibial component has subsided and shows radiolucencies at the anterior and posterior areas, while being well fixed in its central part. This can only be confirmed by examining the revision surgical report and examination of the retrieval. There is some residual varus positioning of the talar component (there was more preoperatively to the primary). Without standing x-ray, the asymmetry of the joint line cannot be reliably assessed. It can be caused by soft tissue imbalance, or uneven pe-liner wear (which does not seem likely in this case). Patient-related factors, so far, the implant looks in order.¿ based on investigation, the root cause was attributed to a patient factor related issue. The medical opinion also states ¿the tibial component seems to have subsided and shows radiolucencies at the anterior and posterior areas, while being well fixed in its central part. There also seems to be some residual varus positioning of the talar component (there was more preoperatively to the primary). Without standing x-ray, the asymmetry of the joint line cannot be reliably assessed. It can be caused by soft tissue imbalance, or due to uneven pe-liner wear which is unlikely in this case.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.